Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the right side trackers on the imaging system were found to be inaccurate. To restore functionality, the tracker was re-calibrated. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while servicing the imaging system, the right side tracker did not pass verification testing as the values were above the designated threshold. There was no patient present when this issue was identified.